Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: unknown controller serial number ((B)(4)) / catalog number 1403us / expiration date: aug. 31, 2015. Brand name#: 00888707000116. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from clinical database that the patient was found expired at home by the patient's caregiver with both batteries disconnected in presumed failed attempt to switch to alternating current (ac) power. The primary investigator reported that the event was related to the device, possibly related to patient condition, and unrelated to implant procedure. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) and a controller with unknown serial number were not returned for evaluation. Review of the manufacturing documentation of the pump confirmed that the associated device met all requirements for release. Review of the manufacturing documentation of the controller could not be performed due to the serial number being unknown. The reported event was not confirmed via log analysis since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the loss of power may be attributed to double disconnection of both the power sources from the controller. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.